Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per the dealer, the fastex clips on backrest upholstery are releasing when pressure applied to back upholstery. MDR filed.

Manufacturer narrative:
Per the dealer, the user was being bathed with two staff members attending. The user leaned back on the upholstery and 3 of the 5 adjustment buckles unclipped from the pressure. No injury alleged.